Event description:
It was reported that during a carotid artery stenting treatment procedure, a tip detachment occurred. Vascular access was obtained via the left carotid artery. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified left carotid artery. After placement of a 10.0-24 carotid wallstent, the physician attempted to withdraw the stent delivery system over the guide wire and into the sheath, however resistance was encountered. The stent delivery system was able to be removed, however a tip detachment was noted. An attempt to remove the tip over the guide wire was unsuccessful, and the tip moved forward into the carotid syphon. Additional tip retrieval attempts were made with aspiration, a filterwire and a merci retriever, but were unsuccessful. The procedure was completed with this device. Post procedure timi iii flow in the distal aci and acm. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure, a tip detachment occurred. Vascular access was obtained via the left carotid artery. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified left carotid artery. After placement of a 10.0-24 carotid wallstent, the physician attempted to withdraw the stent delivery system over the guide wire and into the sheath, however resistance was encountered. The stent delivery system was able to be removed, however a tip detachment was noted. An attempt to remove the tip over the guide wire was unsuccessful, and the tip moved forward into the carotid syphon. Additional tip retrieval attempts were made with aspiration, a filterwire and a merci retriever, but were unsuccessful. The procedure was completed with this device. Post procedure timi iii flow in the distal aci and acm. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic analysis of the returned device revealed that the tip was detached from the inner lumen. The tip was not returned. The outer sheath was retracted by 28.5mm from the distal end of the inner lumen. The stent had been deployed from the device and was not returned. The valve body was retracted to the black marker on the stainless steel shaft. Review of the returned device revealed no evidence of any manufacturing issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).